Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2024-07-19. The carbon brushes and motor tacho were cleaned. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. During the repair the getinge field service technician identified that there were carbon deposition on the motor tacho and the carbon brushes. A similar failure was already assessed by the getinge life cycle engineering on 2024-04-15. The most probable root cause was determined as use related contaminated of the motor tacho by carbon abrasion. The review of the non-conformities has been performed on 2024-07-30 for the period of 2016-02-23 to 2024-07-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-02-23. Based on the results the reported failure " error message safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).